Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blocked touchscreen. Malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the touchframe printed circuit board (pcb). Covidien was not authorized to service the device.